Event description:
Revision surgery required to replace broken inclination set, as humeral head has separated from body. I was reported that the revision has been performed.

Event description:
Revision surgery required to replace broken inclination set, as humeral head has separated from body.